Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate atp and high voltage therapy for svt episodes. Reprogramming the device was performed. The device remains implanted.